Manufacturer narrative:
It was reported that the infection and antibiotics are not device related. This report is filed on july 09 2019.

Manufacturer narrative:
This report is submitted on june 06, 2019.

Event description:
It was reported that the device was explanted (date not reported) due to infection at implant site. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted 04 december 2019.